Event description:
The patient reported right-side pain, rupture, and "swelling and hardness." MRI confirmed rupture. Physician confirmed rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. G4 - PMA: device is confirmed as PMA approved.